Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
When prepping for an angiographic procedure, it was noted the tip of the soft-vu catheter had detached when the sterile package was opened. The device was set aside and a new of the same device was used to complete the procedure. There was no harm or injury to the patient due to this event. It was reported the defective disposable device is not available for return to the manufacturer.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "tip appeared to be dry rotted out of packaging "cannot be confirmed as no sample was returned for investigation. Without a sample a definitive root cause of the failure cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat" a review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint #: (B)(4).